Event description:
It was reported that the user experienced a hypoglycemic event during a supply change, lost consciousness, and later recovered using oral glucose. The event potentially associated with multiple consecutive meal announcements and concerns about inconsistent cgm readings. Symptoms included low glucose with loss of consciousness. Outcomes included return of glucose to target after oral carbohydrate intake and no hospitalization. Investigation included complaint review, user follow-up attempts, and analysis of available reports. Investigation of this case revealed multiple breakfast announcements preceding the event, which were considered a possible contributor, while the exact glucose value was unknown due to lack of fingerstick confirmation at the time. It was concluded that the cause of the hypoglycemia was unclear and that user education and troubleshooting were completed with a recommendation to follow up with a healthcare professional. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.